Manufacturer narrative:
Investigation summary: a DHR was not performed as the lot number is unknown for this complaint. Received a total of 3 units as follows along with 2 pieces of top web packaging: units 1 and 2: received 2 catheter adapter extension sets. The needle assemblies were not returned. Unit 3: received a full 20ga nexiva assembly with an additional q-syte unit. Units 1 and 2: ¿traces of patient residue was observed throughout the components of the units received ¿the extension tubing was not inserted (attached) to the port of the winged adapters. ¿no trace of adhesive was observed on the tubing. ¿traces of adhesive residue were present on the outer rim of the wing adapter ports ¿unit 3: ¿no physical mechanical damage was observed on any of the components of the unit. ¿the extension tubings were properly inserted into the ports of the winged adapter conclusion(s): the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that during use of the bd nexiva¿ 20g 1 in y w/ q-syte the tubing disconnected at the hub where it meets the securement platform. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ 20g 1 in y w/ q-syte the tubing disconnected at the hub where it meets the securement platform. There was no report of exposure, serious injury or medical intervention.